Manufacturer narrative:
Manufacturing review: as the lot number was reported as either reax0225 or reax0131, a DHR review was conducted for both. Lot number. The manufacturing date for lot number reax0225 was 10/08/2016 with an expiration date of 09/30/2019. The manufacturing date for lot number reax0131 was 10/07/2016 with an expiration date of 09/30/2019. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would intermittently lock into place. Once the top slide was locked into place, the second slide was locked into place, however the top slide returned to the initial position. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a medical records review was not performed. Image/photo review: image/photos were not provided; therefore, an image/photo review was not performed. Conclusion: the investigation was confirmed for self-activation, as the cannula tangs did not engage properly, and the device self-activated during functional testing. The definitive root cause could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current japan IFU (instructions for use) states: [warnings] never test the product by firing into the air. [Damage may occur to the needle/cannula tip.] Post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures. The collection of multiple needle cores may help to ensure the detection of any cancer tissue. A "negative" biopsy in presence of suspicious radiographic findings does not preclude the presence of carcinoma. [Contraindications and prohibitions] do not reuse. [This product is designated for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications.] Do not resterilize. [After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increase the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes.]

Event description:
It was reported that during a biopsy, the device allegedly self activated before pressing the trigger. It was further reported that this happened three times with the same device. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be performed as the lot number was not provided. Visual inspection: both slides were in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. It was found that the top slide was able to freely move, however, it would intermittently lock into place. Once the top slide was locked into place, the second slide was locked into place, however the top slide returned to the initial position. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a medical records review was not performed. Image/photo review: image/photos were not provided; therefore, an image/photo review was not performed. Conclusion: the investigation was confirmed for self-activation, as the cannula tangs did not engage properly, and the device self-activated during functional testing. The definitive root cause could not be determined based upon available information. It was unknown whether procedural issues contributed to the event. Labeling review: the current (B)(6) IFU (instructions for use) states: [warnings]: 1. Never test the product by firing into the air. [Damage may occur to the needle/cannula tip.] 2. Post-biopsy patient care may vary with the biopsy technique utilized and the individual patient's physiological condition. Observation of vital signs and other precautions should be taken to avoid and/or treat potential complications that may be associate with biopsy procedures. 3. The collection of multiple needle cores may help to ensure the detection of any cancer tissue. A "negative" biopsy in presence of suspicious radiographic findings does not preclude the presence of carcinoma. [Contraindications and prohibitions]: 1. Do not reuse. [This product is designated for single use only. Reusing this medical device bears the risk of cross-patient contamination as medical devices ¿ particularly those with long and small lumina, joints, and/or crevices between components ¿ are difficult or impossible to clean once body fluids or tissues with potential pyrogenic or microbial contamination have had contact with the medical device for an indeterminable period of time. The residue of biological material can promote the contamination of the device with pyrogens or microorganisms which may lead to infectious complications.] 2. Do not resterilize. [After resterilization, the sterility of the product is not guaranteed because of an indeterminable degree of potential pyrogenic or microbial contamination which may lead to infectious complications. Cleaning, reprocessing and/or resterilization of the present medical device increase the probability that the device will malfunction due to potential adverse effects on components that are influenced by thermal and/or mechanical changes.] The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self activated before pressing the trigger. It was further reported that this happened three times with the same device. It is unknown how the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly self activated before pressing the trigger. It was further reported that this happened three times with the same device. It is unknown how the procedure was completed. There was no reported patient injury.